Event description:
Pt reported obtaining back-to-back blood glucosej results of 68 mg/dl and 216 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. At the time of the report, pt no longer had the test strips produced the discrepant results.